Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump had not delivered two boluses when the boluses were attempted. The reporter denied any tactile issues with the buttons. The patient reported a blood glucose excursion of 300 mg/dl with no signs or symptoms, which does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box history showed no evidence of cancelled or undelivered boluses on the date of the reported event. The pump booted to the verify screen with audible and vibratory features. During testing, the pump was exercised for a 24 hour duration period; no warnings or alarms occurred during testing. A 10u ezcarb bolus was programmed and was successfully delivered. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump successfully completed a delivery accuracy test. Unrelated to the complaint, evaluation revealed that the display screen was discolored but was able to be safely read. Also unrelated to the complaint, evaluation revealed the battery compartment was cracked at the threads; the returned battery cap was able to securely tighten to the pump. The history settings issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.